Manufacturer narrative:
The customer's device was requested for investigation and replacement product was sent to the customer.

Event description:
It was reported that there was an issue with a coaguchek xs sofclix lancing device. The customer noted that the lancing device will no longer stick their finger and the lancet would not retract. The device will prime and fire the lancet. The lancet needle will stick out of the end cap after firing. The end cap was correctly installed. There was no allegation of an accidental fingerstick due to the exposed needle. The customer removed the unused needle and manually stuck their finger to get a sample.

Manufacturer narrative:
The customer's lancing device was returned for investigation. The lancing device was tested with test lancets (lot u21a8) at 11 different pricking depth settings, for each attempt needle was correctly retracted, ejected, and produced a puncture hole. The lancing device could be primed and released without any problems and works in accordance with specifications. The lancing device was disassembled for investigation, but no abnormalities could be observed which could verify the customer's allegation. A review of complaint data was performed with a specific focus on the lot number of the lancing device. No increased cumulation of the alleged failure was identified for the affected production interval.